Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification that displayed an unknown profile. Customer reported a blood glucose level in the 200s (mg/dl) range. A pump bolus and injection was delivered to address bg levels. A review of the pump history by tandem technical support indicates the customer may have inadvertently created the profile. The pump history showed the profile had been activated then deleted by the customer. Customer acknowledged.